Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during an unknown endovascular procedure. It was reported approximately 15 months post the index procedure the patient presented emergently where a CT carried out showed left carotid dissection and aortic dissection. The patient became unresponsive and expired in the emergency department.  As per the physician the cause of death was aortic dissection. No additional clinical sequalae was provided and the patient has expired.